Event description:
A pt reported blood glucose results of "6.5 mmol/l" with a lifescan meter andd "4.0 mmol/l" on a lab device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.